Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a large bowel during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to lock onto tissue but failed to release from the catheter. Reportedly, the clip was pulled off the tissue and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.